Event description:
It was reported that the physician was having problems communicating with the pt's generator. The programming system was checked and verified to be functioning correctly. Per reporter, communication can be established sometimes, but sometimes it doesn't work, and they suspect a problem with the generator. Attempts for further info have been unsuccessful to date.